Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of investigation: report from the user : 40 cfu/190ml pseudomonas aeruginosa: <1 cfu staphylococcus aureus: <1 cfu enterobacteries: <1 cfu stenotrophomonas maltophilia: detected result of the culture test, performed by sbc (service business center) third party all chs (channels): 1cfu/endoscope gram positive bacteria standard value: <5cfu/endoscope, action value: 25 cfu/endoscope stenotrophomonas maltophilia etc. Were detected from the channel from culture testing by the user after reprocessing. When sbc culture tested after reprocessing in accordance with IFU (instruction for use), the same microorganism was not detected. Conclusion - the level of detected germs was lower than the standard value of the local regulation. Device inspection found no nonconformity from the subject device. - there was no report on the subject device being used in procedure after the phenomenon was confirmed. -relation between the device and the suggested event: the suggested event was positive culture test, not defect of the device. Injury or infection was not reported. The root cause of the suggested event could not be conclusively specify. -relation between the suggested event, positive culture test, and reprocessing: since it could not obtain useful information from the cds check list from the user, it cannot judge the relation. Consideration: relation between the suggested event, positive culture test, and the subject device: it is assume from the following investigation result that the event was unlikely related to the device. The IFU (instruction for use) states: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The user then sent the device to the french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.

Manufacturer narrative:
Customer hmi (hygiene microbiological investigation) results reported the device tested positive with de pseudomonas aeruginosa, staphylococcus aureus, enterobacteriaceae. The hmi chu country microbiological results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform with french recommendation. The subject device was returned to france rrc (regional repair center) olympus site for physical evaluation. Rrc (regional repair center) france olympus will proceed with a normal repair if necessary. Additionally, below are information on customers cds checklist : aniosyme 3x , anioxy twin are the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Investigation is ongoing. This report will be supplemented accordingly following investigation.